Event description:
It was reported that during a stroke treatment procedure ((thrombectomy), the tip of the subject guidewire detached. The subject guidewire was detached from its distal part mostly within the microcatheter and was retrieved by removing the microcatheter. There is no additional information available.